Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: type iii endoleak @ 4 yrs on (B)(6) 2014, the patient received a ztlp-pt-38-167-ci2 proximal component and a ztlp-d-34-142-ci2 distal component. There was no difficulty deploying the proximal component, but the distal component did not fully deploy and detach from the delivery system. Following multiple attempts and an axillary cutdown to obtain access and assist with freeing up the device from the delivery system, the graft did fully deploy and release from the delivery system. A bovine pericardium patch was used to close the axillary vessel. On the completion angiogram, the site noted that the devices were patent with no kinks or endoleaks. The patient was discharged from the hospital on (B)(6) 2014 (five days post-procedure). Follow-up CT scans: on (B)(6) 2014 (40 days post-procedure) analysis: aneurysm diameter 58 mm. Devices patent and intact with no kinks or endoleaks. On (B)(6) 2014 (145 days post-procedure) analysis: aneurysm diameter 59 mm. Devices patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2015 (404 days post-procedure) analysis: aneurysm diameter 62 mm. Devices patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2017 (1155 days post-procedure) analysis: aneurysm diameter 68 mm. Devices patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2018 (1610 days post-procedure) analysis: aneurysm diameter 77 mm. Devices patent and intact with no migration or kinks. A type iii endoleak was present caused by the loss of overlap between the two devices. The loss of the overlap is due to aortic elongation that pulled the devices apart. There is no true migration of the devices as they seem to be seated proximally and distally relative to the lcca and celiac respectively. Patient outcome: on (B)(6) 2014 (105 days post-procedure), the patient underwent planned repair of an aaa with a fenestrated graft. No other interventions have been performed on this patient.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: a patient received a ztlp-pt and the complaint device (ztlp-d). More than 4 years (1610 days) post-procedure a type 3 endoleak was present caused by the loss of overlap between the two devices. The loss of overlap is explained to be due to aortic elongation that pulled the devices apart and the devices seem to be seated proximally and distally relative to the lcca and celiac repsectively. No information about patient outcome, harm or whether a procedure is planned or has been performed. Computed tomography, angio and xray images were provided and reviewed. The findings of the review describes how the total length of the thoracic aorta from the lcca to celiac trunk increases from 345 mm at 1 month to 403 mm at 52 month. At 52 month, it is found that "there is no longer overlap between the two components. The components are distracted by a gap of 3 mm, resulting in a large type 3a endoleak:". As described in the review's impressions "the elongation causes the proximal component to slowly "pull away" from the distal component with reduction of the overlap zone and, ultimately, complete distraction of the two components. This results in a large type 3a endoleak and taa growth. This is not due to graft migration as the distal component position remains stable and eventually increases in distance from the celiac trunk as the distal thoracic aorta also begins to elongate. The progression of disease is further demonstrated by an increased in the proximal graft diameter at 52 months.". Both the event description and the imaging review describe a type 3 endoleak due to aortic elongation. Per the IFU, endoleak is a known potential adverse event. The cause for the endoleak is thoracic aortic elongation, likely due to disease progression. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.